Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (unable to power up a monitor) was confirmed. As received, the battery pack was unable to power a test monitor and charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (battery won't power on monitor) has been confirmed. Upon investigation the monitor was able to power up, however there was contamination found on the j1 on the ca board, causing intermittent connection with the battery. Additionally, contamination was found on the j1002aa on the defib board and j1002bb on the ca board. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred from the damaged monitor or battery. Monitor (B)(4) - mfg date: 9/25/2020. Battery (B)(4) - mfg date: 12/5/2017.

Event description:
A us distributor reported that a patient's battery did not power on the monitor.